Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had poor barrier separation and gave erroneous results. The following information was provided by the initial reporter: "following our telephone conversation, the product is ref 366567. For the batch, we are waiting for a return from the laboratory."

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had poor barrier separation and gave erroneous results. The following information was provided by the initial reporter: "following our telephone conversation, the product is ref 366567. For the batch, we are waiting for a return from the laboratory."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.